Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account. The account noted they would call back with the serial number of the bed . Per the hillrom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the serial number and to dispatch a technician to evaluate the bed. No response has been received from the account regarding the repair of the bed. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head and knee sections of the bed were moving unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).